Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the system showed the following error, "initializing please wait" and the generator boot bars would not complete. No patient was present during the time of the reported incident. This was during an onsite inspection. The medtronic representative reported that the following parts were replaced and sent back to the manufacturer for further analysis: two standalone boards, the relay, the varistor, the standalone xrelay board, the x-ray tube, and solid state relay. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the stand alone board, the relay board, the standalone xrelay boards, the x-ray tube, and the solid state relay. This event was identified during a retrospective review as discussed with the FDA (B)(4)office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the system showed the following error, "initializing please wait" and the generator boot bars would not complete. No patient was present during the time of the reported incident. This was during an onsite inspection.